Manufacturer narrative:
Other text: one smiths medical medfusion pump was returned for analysis with scratch/dent found on the keypad, cracked battery door and right plunger case. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the speaker for preventive measure, powered up and performed self-test and occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical medfusion pump exhibited system failure primary audible alarm. No adverse effects were reported.